Event description:
I was placing a single lumen PICC [peripherally inserted central catheter] line for the patient. When it came time for me to insert the introducer from the kit, I found that I could not thread the introducer over the wire. I inspected the introducer closely and noticed that there was not a hole at the tip of the introducer and that is why I was unable to thread the introducer over the wire. I had my assist get me another introducer kit and I inspected that introducer and it did indeed have a hole at the tip, and I was able to thread the introducer and complete the PICC line insertion without further complication.